Manufacturer narrative:
Permobil ab received a report that claims the end-user's partner touched the jack of the buddy button, and this reportedly caused the smartdrive to engage a drive command. Claims having pressed the buddy button to disengage the drive motor but did not stop the smartdrive. Reports indicate the service provider was unable to replicate the alleged malfunction during inspection. Permobil ab has requested the suspect component be returned for evaluation, and at this time permobil has not received any product and is unable to reach a determination as to possible root cause without speculation. If any new information is received, a follow-up report will be submitted.

Event description:
Received report claiming while using the smartdrive with a switch control w/mono jack and a buddy button, their partner reportedly touched the connection plug where the buddy button plugs in and this reportedly caused the smartdrive device to engage a drive command. Reports claim it caught the end-user off guard where they lost positioning and fell from the wheelchair. No injuries were reported to have occurred as a result.